Manufacturer narrative:
Event date/therapy date: (B)(6) 2016. Device manufacture date july 15, 2015- july 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon filling a large volume infusor with 240ml of solution for 24 hours, the bladder of the device ruptured. There was no patient injury or medical intervention associated with this event. No additional information is available.